Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a physician. This case concerns a (B)(6) female patient who experienced painful voluminous effusion on the knee, knee pain and "synovial fluid white blood cells count positive" after receiving treatment with synvisc-one injection. No relevant medical history, past drug, concurrent condition or concomitant medication was reported. On (B)(6) 2013, the patient received treatment with intra-articular synvisc-one injection at a dose of 6 ml once (batch/lot number 11304959 and expiration date unk) for gonarthritis into an unspecified knee. On (B)(6) 2013, the patient experienced painful voluminous effusion on the knee, the entire day. The following day, the patient underwent arthrocentesis and 55 ml of synovial fluid was aspirated. The patient also had knee pain. On an unknown date in (B)(6) 2013, synovial fluid analysis was performed that revealed 150 elements/mm3 with no crystals and 60% of lymphocytes (synovial fluid white blood cell count positive). Action taken: stopped temporarily. Corrective treatment: triamcinolone hexacetonide (hexatrione) for painful voluminous effusion on the knee and knee pain. Outcome: the event of "painful voluminous effusion on the knee" (knee effusion) resolved on (B)(6) 2013. The outcome for the events of knee pain and "synovial fluid white blood cells count positive" was not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc no. (B)(6). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Reporter's causality assessment: probable with painful voluminous effusion on the knee. Additional information was received on (B)(4) 2013 in which global ptc number was received (processed as non-significant information) and the text was updated with the same. Additional information was received on (B)(4) 2013. Ptc investigation report was added.

Manufacturer narrative:
Sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed painful voluminous knee effusion and white blood cells in synovial fluid after treatment with synvisc-one for gonarthritis. Although, the role of device cannot be ruled out based on device-event temporal and anatomical proximity; however, information regarding patient's history of allergies has been requested for better medical evaluation of the case. Sanofi company follow up comment dated (B)(4) 2013: follow up information does not change the overall medical assessment.